Manufacturer narrative:
(B)(4). Eval: results - (other): visual inspection of the returned product showed there were tears in the optic and a haptic was torn off with a piece of the optic and missing. Conclusion: (other) - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The rptr stated the haptic of a (B)(4) collamer three piece lens, tore as the surgeon inserted it. The incision was enlarged to remove the lens and sutured after another same model lens was implanted.